Event description:
A report was rec'd that one of two of the pt's scs systems was depleting quickly. Database analysis indicated that the ipg exhibited premature battery depletion. The physician has recommended the ipg to be replaced.